Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted; the full lead was returned for analysis. Lead was received with the helix fully retracted and the distal conductor distorted within the connector. The distal conductor has been over-retracted. Helix will not extend or retract due to distal conductor distortion within the conductor. Blood was observed in/on the helix mechanism.

Event description:
It was reported that during the implant procedure after repositioning the lead several times, the helix did not retract. The lead was not implanted. No patient complications have been reported as a result of this event.